Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator (eri) earlier than anticipated. Premature battery depletion was alleged. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. Premature depletion was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a longevity estimation anomaly near eri which was confirmed by reviewing the data in the device image. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.